Manufacturer narrative:
H4: the lot was manufactured between march 11, 2020 - march 12, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection using the naked eye was performed and showed an infusor device inside a bag. No images of leak were shown from the infusor device contained inside a bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder. The bladder leakage was observed while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.